Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch short circuited, causing the alarms not to function, which confirmed the original complaint issue.

Event description:
The dealer stated that the internal alarms are not working. Per the independent repair center, the reason for repair is the unit alarms not functional. The key failures is the power switch has a short circuit.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The dealer stated that the internal alarms are not working.